Manufacturer narrative:
Additional, changed and/or corrected data:

Event description:
Healthcare professional reported "nodule is now gone. [Patient] has received 2x hylase, each session 0.1 ml. After that the nodule was resolved."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling", "skin is slightly livid discolourated" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injected with 1 syringe for both sides of juvéderm® volbella¿ with lidocaine into tear trough and again 7½ months later with ½ syringe on both sides of juvéderm® volbella¿ with lidocaine. Patient presented "a painless swelling below the left eye" a few weeks after the last injection, the "skin is slightly livid discolourated". Patient is being treated with hylase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00242 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volbella¿ with lidocaine.